Event description:
It was reported that the customer was hospitalized due to low blood glucose of 44mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The amount of insulin left in the reservoir was 100 units while the status screen shown 87.3 units left. The device was not exposed to a high magnetic field. The displacement and self test were performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.